Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2024 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary: the reported complaint of a loose locking mechanism could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. No lot number received for a device history review.

Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced leakage. The reporter stated that, the hospital had a chemo spill from the spinning spiros which was not clicking in the connector thus functioning like a leur slip. The locking mechanism wasn¿t activating and therefore the connection was loose and resulted in a chemo leak and spill. The event occurred in the children¿s unit. Datix has been raised by the trust. At this moment they are awaiting lot numbers as packaging has been disposed of. The trust have been told to monitor and keep packaging. The number of devices involved is 5+. The incident occurred immediately on use. There was no patient or clinician injury associated with this occurrence. There was no medical intervention required. There was patient involvement but no patient harm noted. The reporter stated that the chemo spill was cleaned up per facility protocol and a spill kit was used. There were no cuts, holes or defects noted on the product. The product was stored in a clinical room.